Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there have been multiple alerts for low pacing impedance. The alert has been turned off but no reprograming occurred. The lead remains in use. No patient complications have been reported as a result of this event.